Event description:
Reported alleged obtaining a discrepant back to back blood glucose result of 465 mg/dl back to back with a result of 122 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter alleged, at another time, obtaining a discrepant blood glucose result of 450 mg/dl on the advantage system compared back to back with a result of 109 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.